Manufacturer narrative:
Submit date 07/11/2016. The investigation was updated due to a sample being received from the customer. A sample was received for investigation. According to the sample, the holes are in the abdominal side. Through evaluation of the sample received no defective condition was identified. Visual inspection procedure for dialysis catheter assembly describes all assembly and inspection operations required for the manufacture of peritoneal dialysis catheters for straight and curly. The operator should inspect the drawing catheters and reject nonconforming catheters. The DHR was reviewed and there is no condition that might have contributed to the reported condition. Based on the available information, the most probable cause for this event is user perception.

Manufacturer narrative:
There are no non-conformances related to the reported issue for the involved lot. The device history record (DHR) review indicated that there was no quality issues associated with this reported failure. All DHR's are reviewed for accuracy prior to product release. A photo was provided for evaluation. Through this evaluation, a defective condition was not identified as the photo resolution does not allow evaluating the holes in the catheter. During the product manufacturing the operator must verify the integrity of the tubing and make verification against the drawing in order to identify the number of holes in the tubing being manufactured. Once these steps are completed, the tubing perforation takes place. The DHR was reviewed and there is no condition that might have contributed to the reported issue. The instructions for use (IFU) applicable to product code 8888423103 was reviewed and a clear depiction of the catheter orientation was found. The picture presents the position of the catheter holes inside the abdominal cavity. Per the complaint description, the customer stated that there is no hole at the inner abdominal cavity side but there are some holes at the subcutaneous side. It is apparent that the customer is complaining about the position of the catheter holes, according to this description, these apparently do not coincide with the catheter sides. The tenckhoff cath is a straight silicone tubing piece with two cuff segments for adherence and a perforated section with holes in the tubing walls in one of the sides. The picture provided shows a product consistent with the above description and characteristics, holes can be seen in one of the catheter sides and the cuff segments are visible. Based on the complaint description, the customer may perceive the catheter having a particular tubing orientation and the perforated section misplaced. A manufacturing defect was not confirmed from the received picture. Based on the available information, the most probable cause for this event is user perception. Corrective actions are not required at this point. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/17/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is no hole at the inner abdominal cavity side but there are some holes at the subcutaneous side. Medical intervention was not required. The patient is in good condition.